Manufacturer narrative:
The investigation was based on photos of the concerned installation and discussions with the biomed department on site. The light installation has a central axis which is hold in a central ceiling tube by fixation elements. The axis can be turned in the tube. Cable connections are routed through the middle of the axis. The investigation revealed that the fixation elements had not been installed completely after third party maintenance or repair on the light system. Even if there is no fixation, the light will not fall down immediately due to the friction between axis and ceiling tube. But the axis will creep down slowly when the light is positioned respectively when the axis is turned in the central tube. This can be observed by users during pre-use check or cleaning. If this is not detected, the axis can finally fall out of the tube and the system will hang on the cables only. Analysis of our complaint data revealed that this was an isolated case. The correct installation is checked during maintenance. Repair must not be performed by not trained personnel. The affected arm was replaced. The lamp itself was not damaged and is still working properly.

Event description:
It was reported that "the head light sola 700 fell down during surgery. The headlight catch by nurse so it was not drop to the floor".

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the f/u report.